Event description:
It was reported that ever since the vision stent was implanted in an unspecified coronary artery, approximately one year ago, the patient has experienced panic attacks, dizziness, nausea, night sweats and daily headaches that have resulted in inability to work. Although the patient reported no known allergies and has had no allergy testing, he is concerned that the symptoms could possibly be due to allergy from the vision stent composition. Treatment of the symptoms include effexor and ativan and adjustment of cardiovascular medications. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of allergic reaction/hyposensitivity is addressed in the product the vision instructions for use that warns, persons allergic to l-605 cobalt chromium alloy (including the major elements cobalt, chromium, tungsten, nickel) may suffer an allergic reaction to this implant. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.